Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had been experiencing a surging sensation since (B)(6) 2010. The pt also experienced a shocking or jolting sensation on (B)(6) 2011 on his left side while changing positions. The pt also experienced shocking when he straightened his leg, and when he turned the device off and back on. The pt could not feel stimulation in his left side following the shocking. The pt was also unable to adjust stimulation on the left side. After troubleshooting, he was able to adjust stimulation. Later in the day, the pt reported he was once again not feeling stimulation in the left side. The pt turned off the neurostimulator, and when he turned it on again, he could not feel stimulation. The pt increased stimulation and was able to feel stimulation again. Add'l info has been requested but was not available as of the date of this report.